Event description:
The company was informed that the pt underwent flap revision surgery in 2009, due to postoperative hematoma and infection around the implant site. It was also reported that the pt's electrode was visible from a small dehiscence along the postauricular incision site and some serous drainage was present when the pt was seen at the clinic the following month. The pt's device was explanted.